Event description:
A dxc 600 instrument generated false low bun (blood urea nitrogen), cr-s (creatinine), tbil (total bilirubin), alp (alkaline phosphatase), tp (total protein), alb (albumin) and/or mg (magnesium) results for 2 patient samples. Results were reported out of the lab. When the issue was noticed, samples were repeated on another dxc in the lab and reports amended. One patient was treated with an infusion of mg by IV for approximately 1 hour based upon the false low mg result. When the result was amended, the mg IV was discontinued. Upon follow-up the next day, the customer reported that the patient had stabilized and been transferred to another hospital. The reason the patient was transferred is unknown.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the "cc" sample probe tip was damaged, causing poor sample pickup and delivery. To resolve the issue, the fse removed and replaced the cc sample probe (B)(4) and performed all top end alignments. (B)(4).